Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
Analysis of the returned percuflex plus ureteral stent revealed the returned unit was consistent with the complaint incident that the device package seal was compromised. During manufacturing, the devices are 100% inspected for packaging integrity. Most likely, the seal was broken during shipment to the customer or at the customer site prior to the procedure. Therefore, the most probable root cause for this event is determined to be handling damage.

Event description:
It was reported to boston scientific corporation that a hydrogel coated percuflex drainage catheter package was unsealed. According to the complainant, the sterile seal surrounding the device was not sealed. It was confirmed that no damage was noticed to the shipping box, only one package was unsealed. This event occurred during unpacking, therefore no patient was involved.

Event description:
It was reported to boston scientific corporation that a hydrogel coated percuflex drainage catheter package was unsealed. According to the complainant, the sterile seal surrounding the device was not sealed. It was confirmed that no damage was noticed to the shipping box, only one package was unsealed. This event occurred during unpacking, therefore no patient was involved.